Manufacturer narrative:
H6: the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that two metal cutting rasps broke during the same procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the two rasps which were reported to have broken.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that two metal cutting rasps broke during the same procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the two rasps which were reported to have broken.